Event description:
The wings will not open correctly on the torque limiter screwdriver. The in space implant 04.630.0085 aa1173 was well collocated on the construction, well looking, but when the surgeon turns the knob to open the wings, the implant, colopated on the construction, rotate itself, not allowing the wings to open correctly. The surgeon tried with another 8mm inspace implant, and the same problem persists. The construction was assembled various times, and the problem persists. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. Visual inspection and performance testing was completed on the returned device the instrument worked faultlessly. The reported situation could not be reconstructed. The investigation has determined this event is indeterminate. Device is not distributed in the united states, but is similar to device marketed in the USA.